Event description:
It was reported that this right ventricular lead was explanted and replaced as it was stuck in the pacemaker header. Attempts of removing the rv lead with the help of heparinized saline solution were unsuccessful. Finally this lead was explanted after the header was destroyed to release it. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).